Event description:
It was reported that this implantable defibrillator exhibited low out-of-range shock impedance measurements on the right ventricular (rv) lead. Which was believed to be caused by electromagnetic interference (emi). Bringing the patient for further evaluation was recommended. At this time, the product remains in service and no adverse patient effects were reported.